Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the patient suffered a cerebral vascular accident one day after a primary knee surgery. Clinical study report forms have been provided, however they did not reveal a root cause for the stroke. It is not uncommon for any surgery to precipitate such events and if the surgery had not been done, the cerebral vascular accident might not have happened. However this was a complication of the procedure and likely not a failure of our device. All documents provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes could be but not limited the age of patient, patient medical history, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that these devices may have contributed to cause cerebral vascular accident on patient. The patient needed hospitalization and medication due to the reported event. Patient was given tpa, and was transferred to patient rehabilitation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.